Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose level. The customer blood glucose level was in the range of 27 mmol/l. At the time of incidence. Customer reported that insulin flow block alarm however, customer said insulin was exited after manual troubleshooting. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.